Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: disease progression.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 20 months ago. Aneurysm and vessel morphology from the time of implant are unknown. Currently the aneurysm size was noted to be same as the time of implant. The vessels had mild calcification and moderate tortuosity. It was reported that a recent CT scan demonstrated that there is a new aneurysm distal to the most distal stent graft which the physician attributed to continued disease progression. Two additional stent grafts were implanted distally to address the disease progression related aneurysm. No additional clinical sequelae were reported, and the patient is fine.